Event description:
On (B)(6) 2018 a patient received a perceval pvs23 sutureless aortic heart valve implant as part of an avr. The manufacturer was notified via. The patient tracking system that on (B)(6) 2019 the device was explanted and replaced with a second perceval pvs23. No further information was received.